Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the customer, reporting that the patient is seeing 20/25 with the three piece lens, rather than seeing 20/20 as expected.

Manufacturer narrative:
An opened disposable I/a tip was returned for evaluation for the report of tip of I/a has a tag on it and tore a hole in the capsule. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. The I/a tip was visually inspected and deemed conforming. No loose material, chipped material or burr were observed. The complaint evaluation does not confirm the I/a tip had a tag on it. The root cause for why the customer reported the I/a tip had a tag cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected during the manufacturing process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, a patient experienced a capsule tear. The surgeon indicated there was a tag on the I/a tip which caused the tear. A three piece intraocular lens was implanted instead of the planned single piece lens.